Manufacturer narrative:
The company service representative examined the laser indirect ophthalmoscope (lio) and replicated the reported event. The nonconforming lio cable was replaced to resolve the issue. The system was then tested and met all product specifications. The lio lot number (l/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause of the reported event can be attributed to the nonconforming laser indirect ophthalmoscope (lio) cable. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing power output issue with the laser. No patient harm was reported. Additional information has been requested.